Event description:
It was observed that during the device evaluation, the subject device exhibited white residue on both sides of the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The foreign material could not be analyzed as the substance was not available for sampling. Therefore, a root cause could not be identified and a probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.